Event description:
This case was initially received via regulatory authority (B)(6) on 18-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("various types of pain") in a (B)(6) female patient who had essure (batch no. 882186) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 months 16 days after insertion of essure, the patient experienced pain (seriousness criteria medically significant and intervention required), migraine ("migraines+++"), dermatitis contact ("contact allergies") and pruritus ("itching"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pain, migraine, dermatitis contact and pruritus outcome was unknown. The reporter provided no causality assessment for dermatitis contact, migraine, pain and pruritus with essure. The reporter commented the description of incident included the period of onset: 2012 / 2013 / 2014 / 2015 / 2016 / 2017 (events not specified). At the moment of this report the patient is recuperating from the total hysterectomy. Specialists consulted: physical therapist, osteopath and orthoptist for all of these years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 358 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("various types of pain") in a (B)(6) year-old female patient who had essure (batch no. 882186) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 months 16 days after insertion of essure, the patient experienced pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dermatitis contact ("contact allergies") and pruritus ("itching"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pain, migraine, dermatitis contact and pruritus outcome was unknown. The reporter provided no causality assessment for dermatitis contact, migraine, pain and pruritus with essure. The reporter commented: the description of incident included the period of onset: 2012 / 2013 / 2014 / 2015 / 2016 / 2017 (events not specified). At the moment of this report the patient is recuperating from the total hysterectomy. Specialists consulted: physical therapist, osteopath and orthoptist for all of these years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 364 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 02-aug-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.